Manufacturer narrative:
Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance technician (qat) analysis revealed the stent delivery system (sds) was returned with blood visible in the balloon and in the inflation lumen. There was contrast visible on the stent implant and on the inflation lumen. The stent implant was stationary on the balloon and between the markers. There were two bent struts in the middle portion of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. The proximal end of the balloon was wrinkled. There was a cut in the distal shaft, 5.8 cm proximal to the balloon proximal seal. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Per engineer, this product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: voluntary product recall. Device issue: shaft damage. It was reported that the lesion was at the lcx and it was heavily calcified. A xience 2.5 x 28 mm was selected; however, it did not cross the lesion. No additional event or pt info is available. This is being reported based on a product malfunction, shaft damage, which has lead the company to initiate a correction and removal activity in 2009.